Manufacturer narrative:
D10: concomitants: 02-012-60-1425 - tru stem ext 14mm x 25mm 5725684. 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 5500636. 02-022-35-2509 - truliant tib imp ps insert sz 2.5 9mm m004010. 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t 5502677. 200-07-32 - advanced patella 32mm 3 peg implant 5451003. 204-70-00 - tibial stem ext. Screw 5844769. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that after 67 months after a knee replacement procedure, the patient may require a revision procedure to address prosthesis wear, extreme pain and unstable walking. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11 **please disregard the event date in b3. Due to the absence of confirmation that the revision occurred, the event date cannot be determined.** MDR section codes updated/corrected: a, b, e, f, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the scheduled revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. It cannot be confirmed whether the revision was conducted as scheduled. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.